Event description:
It was reported that a patient presented for a follow-up and the patient's implantable cardioverter defibrillator was found to be in back-up vvi mode due to magnetic resonance imaging. No intervention was reported. The patient was stable throughout.